Event description:
During gastroscopy, endoscopic procedure, when attempting to inject using 10 french microvasive gold probe injectable catheter, the gold probe and attached needle detached from the catheter and remained in the pt's stomach. Pt taken to the o.r., required intubation and general anesthesia so that gold probe tip and needle could be removed. Fluoroscope showed gold probe tip and needle in pt's stomach. Overbite tube placed into the esophagus to prevent perforation of the esophageal tissue during removal of the gold probe tip and needle. Procedure successful.